Event description:
The customer alleged they received questionable free thyroxine (ft4) results for ten patients on their e601 analyzer. Repeat testing was performed on (B)(6) 2013. The customer stated no other samples were affected by this event. All the erroneous results were reported outside the laboratory. The doctor questioned five of the initial results. The customer stated their quality control had been out of range since they started using a new lot of reagent. The customer used fresh calibrator to re-calibrate and a second reagent pack from the same lot, but the quality control results were similar. All calibrations were successful. The first patient's initial ft4 result was 2.38 ng/dl accompanied by a data flag. The repeat result was 1.36 ng/dl and it was issued as a corrected report. The second patient's initial ft4 result was 2.10 ng/dl accompanied by a data flag. The repeat result was 0.93 ng/dl and it was issued as a corrected report. The third patient's initial ft4 result was 2.22 ng/dl accompanied by a data flag. The repeat result was 1.05 ng/dl. The fourth patient's initial ft4 result was 2.39 ng/dl accompanied by a data flag. The repeat result was 1.31 ng/dl. The fifth patient's initial ft4 result was 2.34 ng/dl accompanied by a data flag. The repeat result was 1.20 ng/dl. On (B)(6) 2013, the sixth patient's initial ft4 result was 2.28 ng/dl accompanied by a data flag. The repeat result was 1.21 ng/dl and it was issued as a corrected report. On (B)(6) 2013, the seventh patient's initial ft4 result was 2.17 ng/dl accompanied by a data flag. The repeat result was 1.01 ng/dl. On (B)(6) 2013, the eighth patient's initial ft4 result was 2.35 ng/dl accompanied by a data flag. The repeat result was 1.34 ng/dl and it was issued as a corrected report. On (B)(6) 2013, the ninth patient's initial ft4 result was 2.15 ng/dl accompanied by a data flag. The repeat result was 1.02 g/dl and it was not issued as a corrected report. On (B)(6) 2013, the tenth patient's initial ft4 result was 2.19 ng/dl accompanied by a data flag. The repeat result was 1.05 ng/dl and it was not issued as a corrected report. There were no adverse events. The ft4 reagent lot number was 17127701 and the expiration date was 02/28/2014. The customer declined a service visit because the issue was corrected with the new calibrator.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.